Event description:
During a bone marrow aspirate, physician inserted a kendall monoject 12 ml slip tip syringe into a needle to obtain specimen and when trying to dislodge the syringe, the tip of the syringe broke off and was stuck in the needle. That bone marrow needle had to be extracted and the patient had to be stuck again with a new needle.specifically, the tip of the syringe was lodged within the needle, not the patient. It did require sticking the patient a second time.device #1is this a laboratory device or laboratory test?no.